Event description:
It was reported via repair work order that the scale was inaccurate due to faulty foot end lift motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.